Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ion selective electrode (ise) buffer valves to resolve the issue. (B)(6).

Event description:
The customer reported obtaining erratic patient results for sodium (na) and potassium (k) involving the au680 clinical chemistry analyzer. The erroneous results were reported outside the laboratory. Quality control was also erratic prior to the erroneous patient results. There was no change to patient treatment in association with this event.